Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) back in (B)(6) 2022. Recently, the patient received four inappropriate shocks due to oversensing of mypotoential noise. Additionally, there was long charge times averaging between 20-44 seconds. Troubleshooting was performed and the noise could be re-created. At some point, the patient will be implanted with a cardiac resynchronization therapy defibrillator (crt-d) device. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) back in october 2022. Recently, the patient received four inappropriate shocks due to oversensing of mypotoential noise. Additionally, there was long charge times averaging between 20-44 seconds. Troubleshooting was performed and the noise could be re-created. At some point, the patient will be implanted with a cardiac resynchronization therapy defibrillator (crt-d) device. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental is being filed as additional information was received that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.